Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in august 2009 and performed to specification, alongside random manual power ons, up to the 26th april 2015. An increase in voltage suggests a further pad-pak was installed on 21st august 2012. The device failed multiple self-tests due to a low battery between 3rd may 2015 and the 3rd july 2015. A fresh pad-pak was installed during this time. Upon inspection of the pad-pak damage was found to the battery guide pin. The pad-pak was successfully installed into the device with the device powering on however the device then issued a low battery warning on shutdown. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The excess current drain measured and the green status led remaining constantly lit during investigation would confirm a failing membrane. The fault could not be measured with a new membrane fitted. The self-test fails may be due to the pad-pak not being inserted correctly into the device, a partially depleted pad-pak being inserted or membrane failure resulting in a high current drain. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.